Manufacturer narrative:
Therapy nd event date is estimated . The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2020-02912. It was reported by the patient was not receiving effective therapy for couple of months. The patient also needed a thoracic and lumbar MRI. As a result the patient had the scs system explanted. The system explanted.